Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to missing charged coupled device lens. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to missing charged coupled device lens. The most probable cause of the complaint is cause traced to component failure. A definitive root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a blurry image. The issue was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a blurry image. The issue was discovered during reprocessing. There were no reports of patient involvement.